Event description:
The customer reported that the 840 ventilator had an erratic support display. The ventilator was not in use on a pt at the time the malfunction occurred. The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). Covidien customer support engineer (cse) was only authorized to upload the software. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).